Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rezf2619 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that post PICC insertion, the patient noted tightness to back of throat. The patient's ears reddened and their face flushed slightly, however symptoms resolved within 5 minutes. PICC left in situ.